Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000163, lot #: unknown, ubd: unknown, UDI #: unknown, product ID: bi71000162, lot #: unknown, ubd: unknown, UDI #: unknown. A medtronic representative visited the site to evaluate the equipment. The system booted up, but the battery led's went red and voltage dropped to about 375vdc. The rep replaced all 8 battery trays and performed system checkout. No other products have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the first battery indicator was flashing red. The system had been charging overnight. This was reported outside of a procedure. There was no patient involved.